Event description:
It was reported that syringe 0.5ml 31ga 8mm ufii 10bag 500cs cannula broke and had foreign matter in the syringe. The following information was provided by the initial reporter: material no: 328468 batch no: 9294614 (provided 9224614), unknown. It was reported that the needles bend and sometimes break when inserted into the vial. Also, liquid was in the syringe before drawing the insulin. Verbatim: voicemail: parent of consumer left voicemail stating that the needles bend and sometimes break when being inserted into the vial. Consumer also reported liquid in the syringe before drawing insulin. Consumer provided lot and product #s. (B)(6) 2020: I returned consumer's call and she stated the same. When I asked about re-use, she stated that her daughter re-uses the needle and she does not place the vial on a flat surface while drawing the insulin. Consumer also mentioned having other boxes of the same product showing the same issues. Packages have been discarded, lot #s are unavailable. Consumer asked for a supervisor. I advised her that a supervisor will return her call. Mailing address was not provided. Verbatim from (B)(4) (duplicate commplaint): consumer reported finding this box and other boxes with flimsy needles on some. Needle bend when inserting in vial. Consumer reported finding this box and other boxes a liquid within the syringe before use. Adult daughter is the user. Mom/caller states she reuse only when emergency is needed. When her new needle fails.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9294614. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200852357] noted that did not pertain to the complaint.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: the customer provided lot # 9224614. This does not match the catalog number provided. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 9294614. Medical device expiration date: 2024-10-31. Device manufacture date: 2019-10-21. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.5ml 31ga 8mm ufii 10bag 500cs cannula broke and had foreign matter in the syringe. The following information was provided by the initial reporter: material no: 328468 batch no: 9294614 (provided 9224614), unknown. It was reported that the needles bend and sometimes break when inserted into the vial. Also, liquid was in the syringe before drawing the insulin. Verbatim: voicemail: parent of consumer left voicemail stating that the needles bend and sometimes break when being inserted into the vial. Consumer also reported liquid in the syringe before drawing insulin. Consumer provided lot and product #s. (B)(6) 2020: I returned consumer's call and she stated the same. When I asked about re-use, she stated that her daughter re-uses the needle and she does not place the vial on a flat surface while drawing the insulin. Consumer also mentioned having other boxes of the same product showing the same issues. Packages have been discarded, lot #s are unavailable. Consumer asked for a supervisor. I advised her that a supervisor will return her call. Mailing address was not provided. Verbatim from cs0037286 (duplicate complaint) consumer reported finding this box and other boxes with flimsy needles on some. Needle bend when inserting in vial. Consumer reported finding this box and other boxes a liquid within the syringe before use. Adult daughter is the user. Mom/caller states she reuse only when emergency is needed. When her new needle fails.